Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Review of the device history records did not reveal any anomalies. The investigation could not draw any conclusions about the root cause of the device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address knee pain caused by loosening of the femoral component. The femoral component came out with no cement bonding to backside. Cement had interdigitated into bone, however. Tibial tray was then extracted without cement bonding to underside. Patella cement also not bonded. Surgeon suspects cement bond to prosthesis failure. Cement lysis in distal femur was also reported. Depuy cement had been used.